Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that there is an issue with their pump. The issue is unknown. This report is being made due to the unknown pump issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: last basal delivery was on (B)(6) 2016@3:36pm, tdd adds up correctly and reflects the programmed basal rate target. Ez-prime¿ steps were performed correctly, the pump reflected 24u after a 24hr on 1u/hr duration test. No eaw occurred during the investigation, unable to duplicate ¿pump issue unknown¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.